Manufacturer narrative:
The investigation for the reported vf/vt/af/at, low pump flow and positioning issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, evaluation of the device is not possible. Upon investigation closure, a supplemental report will be submitted. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp pump for mechanical circulatory support. Upon implant, it was noted that flows were lower than expected due to the existing placement of an intra-aortic balloon pump. To counteract the low flow, heparin was added to the purge. While on support, the patient experienced ventricular tachycardia (vt) which was resolved with chest compressions, ablation, and anti-arrhythmic medication. The pump was repositioned in response to the condition and it was noted that the pigtail had been caught in the papillary muscle. This caused the device to consistently move out of position. Suction alarms were then triggered and the patient coded once more. Repositioning was attempted and the support level was lowered, but the suction persisted. The patient passed away that some day. There is not enough evidence to exclude the impella device as an associated factor in the patient's passing.